Event description:
It was reported that the vns patient experienced a fall from a seizure on (B)(6) 2014 that fractured his orbital bone. The patient¿s device showed high impedance during an office visit on (B)(6) 2014. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. No known interventions have occurred to date.

Manufacturer narrative:
Suspect device has been corrected to generator as new information has changed the suspect device.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient underwent generator replacement on (B)(6) 2015. Only the battery was changed and there was no high impedance after the battery change. The physician believes that it must have been a pin insertion issue and not a lead issue. The explanted generator was returned for analysis on 06/05/2015. Analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved on 06/25/2015. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted event (pulsedisabled), there were no additional performance or any other type of adverse conditions found with the pulse generator. From the decoder spreadsheet provided from product analysis, the impedance level prior to surgery was 9061 ohms and just before explant was 1673 ohms. This is indication that the lead pin was likely properly reinserted into the generator thus showing good impedance values. The surgeon most likely decided to replace the generator prophylactically at that time.

Event description:
It was reported on 04/17/2015 that this patient is scheduled for a full revision. The patient has recently had an increase in seizures. Surgery has been scheduled but has not occurred to date.